Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the compressor is loud. As stated on the repair statement additional malfunctions on this device: power switch has weak/low audible alarm and the pilot valve alarms & shuts down.